Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s previous rechargeable implantable neurostimulator (ins) would not charge from the very beginning when it was implanted on (B)(6)2013. It was reported the patient met with the manufacturer representative and physician to show them it would not charge. The patient did not recall if coupling boxes were seen. It was reported the patient fell after the rechargeable ins was implanted. It was reported the patient was admitted due to pain and ¿that battery wasn¿t charging.¿ it was reported they were never able to get the ins charged, however it was noted the ins was 75% charged after being implanted. It was reported the patient was only using stimulation at night, and felt stim for about two weeks. Additional information received reported no diagnostics were performed. No malfunctions were reportedly seen and the cause of the issue was not determined.